Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell five of five. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp disconnected after the alarm. During troubleshooting no issues were noted which could have contributed to the event. There was nothing unusual about the supplies. The tsr assisted the hp in cycling the power of the hc to clear the alarm, end the therapy and remove the cassette. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.